Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported by the affiliate via phone that during the surgery of arthroscopic diagnosis and treatment of right arthroscopy and meniscus repair, after the firings, surgeon could not pull the two sutures. Another suture had to be used to complete the surgery. No patient consequence and no surgical delay. No additional information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: he needle along with suture was returned for evaluation. It can be noticed the suture looks damaged in one of the ends; the complaint is confirmed. A possible root cause for the broken suture could possible be due to excessive force applied while manipulating the device. However,the definitive root cause cannot be determined. A manufacturing record evaluation was performed for the finished device lot/serial number l374535, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device lot/serial number l374535, and no non-conformances were identified.